Event description:
A medtronic ent representative reported that, while in an ent procedure, the surgeon alleged a 1-2mm inaccuracy after performing the tracer registration. The tracing pattern appeared skewed on the 3d model as the surgeon was tracing the patient. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). The software investigation found that the registration tracer pattern did not include the tip of the nose or sides of forehead. Poor tracer technique used to register the patient likely caused the inaccuracy. The software was functioning as designed. It was recommended that the rep work with the surgeon on proper registration technique.

Manufacturer narrative:
Patient information not available at the time of this report. A medtronic representative following-up at the site reported the alleged inaccuracy was inside and outside the sinus. The surgeon re-registered the patient two times and deemed accuracy to be precise. Software investigation not completed at time of this report.